Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user felt tired over several days while using the ilet and believed they were receiving too much insulin, with one hypoglycemic event documented at a lowest glucose of 39 mg/dl lasting about 2.5 hours and no use of backup therapy or medical intervention. Symptoms included fatigue. Outcomes included no hospitalization, no professional medical intervention, and no reported long-term effects. Investigation included review of available device and user-reported information and provision of troubleshooting and education with assignment for additional training. Investigation of this case revealed no device alerts or alarms and no corroborated device malfunction, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.